Manufacturer narrative:
Analysis was performed by bench repair personnel upon receipt of the device for evaluation. The bench technician identified the device did not produce sound at start up. The issue was resolved by replacing the speaker and the device was returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no patient involvement.